Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, the patient reported that the up and down buttons on the patient's infusion device were only functioning intermittently. No adverse event was reported. The infusion device was requested to be returned for product evaluation.